Manufacturer narrative:
(B)(4). Approximate age of device ¿ 60 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had recent shocks and was admitted to the hospital with elevated lactate dehydrogenase (ldh) levels, a positive ramp echocardiogram study, and down trending hemoglobin and hematocrit levels status post 2 units of packed red blood cells on (B)(6) 2017 with appropriate response. The transthoracic echocardiogram showed the aortic valve opened on most observed beats. Ldh trended down, therefore, the patient was restarted on coumadin. A CT scan of the chest revealed a slight kink of the outflow graft and small pleural effusions. Ldh began trending down, but on (B)(6) 2018, the patient's ldh level increased from 570 u/l to 668 u/l. The patient underwent a pump exchange on (B)(6) 2018. The patient was discharged home. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned with the driveline cut approximately 8.5 inches from the pump housing and a 5-inch portion of the severed driveline was also returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, a flat thrombus formation was found present on the body of the rotor, in between two of the rotor blades. The thrombus was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. The specific origind of the thrombus formation could not be determined. The remaining pump blood contacting surfaces were free from any depositions. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined, the thrombus formation could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. A correlation between the evaluation findings of the returned pump and the reported outflow graft kink could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.